Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was blank and had a crack down the side, a little water in battery compartment. No harm requiring medical intervention was reported. The battery cap was not damaged. The customer stated self test was failed and insulin pump was not turning on. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display noted. However, device displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device had cracked case corner of belt clip rails. The device p-cap or test reservoir locks in place properly.